Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, visible moisture was found on the display. A leak test was performed and failed due to a leak around the display lens. The pump was opened to find moisture corrosion on the printed circuit board and the vibrator motor. Unrelated to the original complaint, a crack in the battery compartment was found below the grip pad. No moisture was found in the battery compartment. Additionally, the display was found to be dim and pink.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.